Event description:
Multiple attempts were completed in an effort to obtain additional information, but the account did not provide any additional details.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The surgeon advised that he had the patient drink blue colored water and it immediately came through the jp drain. Post op (B)(6) leak: monitoring patient at this time. Leak test was performed during the procedure with no issues. No surgical intervention has been performed at the time of this report. Device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(6) 2010: surgeon believes the leak is at the pouch or at the gj. Surgeon is not taking the patient back to surgery; presently he is going to monitor the patient to see if it will heal on its own. The leak was detected today ((B)(6) 2010) and the patient had surgery yesterday ((B)(6) 2010). Surgeon did do a leak test in surgery and there was no leak. Only variable is the use of a different buttress material. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.